Event description:
Surgery date, in 2001. During the implantation, the surgeon had difficulty attaching the set screws to the bone screws. He ended up replacing the bone screws. This added an extra hour to the surgery time.